Event description:
A customer reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process, after which the error code did not reappear, and the customer successfully started their sensor session.